Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer declined service however, the customer was able to isolate the issue to a damaged ibp cable and confirmed there was no issue with the iabp. To fix the issue, the customer replaced the ibp cable with own stock. The customer requested a replacement ipb to replenish their stock. The getinge field service engineer (fse) will order and send ibp to the in-house biomed. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) blood pressure transducer was not zeroing. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) blood pressure transducer was not zeroing. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.